Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The pacemaker triggered a lead safety switch to unipolar mode. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.